Event description:
It was reported the patient had problems with the stimulator since implant. The stimulation hurt the patient and it was "very" uncomfortable. The stimulator was replaced. During the surgical procedure, the patient was stimulated without the stimulator and it was comfortable again. A new stimulator was implanted, and at first during the operation the stimulation was uncomfortable again. However, one day after the procedure the stimulation was "much better" and did not hurt anymore. There was no patient injury.

Manufacturer narrative:
(B)(4). Adaptor: model 74001, lot #0205240598, implanted: (B)(6) 2011, explanted: (B)(6) 2012.

Manufacturer narrative:
Product ID 3555-31, product type screening device. Analysis of the neurostimulator found no significant anomaly. A connector sleeve was observed stuck in the #8-15 connector port. After removal, it appeared to be a connector sleeve from an ins plug. The device was functionally okay. Analysis of the pocket adaptor found that the proximal end connector was not seated properly in the neurostimulator connector port. Analysis of the multi-lead trailing cable found no anomaly.